Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy. Customer declined further troubleshooting with tandem technical support.